Manufacturer narrative:
As reported, the optifix fixation device deployed a broken fastener. The subject device has been returned for evaluation. Evaluation of the sample finds significantly bent guide wire and backup tabs. The reported deployment of a broken fastener is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use in the area of coopers ligament. No manufacturing anomalies were found. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ and it also states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
It was reported that while using the bard/davol optifix straight device, the fastener deployed broken. The fastener was probably deployed at a hard part of the cooper¿s ligament. There was no reported patient injury.